Event description:
Clinic notes were received for the patient¿s referral for generator replacement. Notes from the visit on (B)(6) 2015 reported the patient presented with increased seizures since her generator battery died. Some of her medications had to be increased to control the seizures. Referral for replacement was made to help her control her seizures. The patent had generator replacement on (B)(6) 2014 due to near end of service (neos) of the battery. Lead impedance was okay after generator replacement. The explanted generator was returned to the manufacturer for analysis. Analysis was completed on the explanted generator, and the reported end of service condition was not duplicated. The device was at intensified followed-up (ifi-yes) condition. There were no performance or any other type of adverse conditions found with the pulse generator. Follow-up was performed with the treating neurologist¿s office. It was reported that the patient¿s seizures worsened when the battery was depleting and they improved a lot after generator replacement. There were no known external factors that may have contributed to the worsened seizures. The patient has experienced generalized seizures since the age of one. She did improve with vns implant. Her mother reports the seizures fluctuate on a daily basis in terms of severity. The relationship of worsened seizures prior to replacement compared to prior to vns implant was unable to be assessed.